Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the epg (external pulse generator) failed incoming testing due to the lcd (liquid crystal display) being out of electrical specification (missing pixels). The battery contacts were also compressed, the battery release and battery release o-ring was contaminated, the upper/lower case was broken/contaminated, the ring cover, lead flex cover, and battery drawer were broken, bail covers, bails, and the ring were missing, and the keyboard was scratched. (B)(4).

Event description:
The epg (external pulse generator) was returned to the manufacturer for trade-in. It was analyzed and tested out of specification. There was no patient involvement.